Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00110. Further follow-up information revealed the patient stated she experienced pain in both legs after her system was implanted. Patient stated reprogramming was unable to resolve the issue. The patient's system was explanted and patient states her leg pain ceased after the explant.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00110. It was reported the patient experienced ineffective stimulation. The physician indicated one of the patient's 2 implanted leads had migrated. Surgical intervention may take place at a later date to address the issue. It is unknown which of the patient's leads has migrated; therefore both leads are being reported.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00110. Additional information received indicated although the patient continues to experience ineffective stimulation, she has elected to not pursue surgical intervention at this time.